Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode a few days before the explant procedure was scheduled. Reportedly, the patient noticed their exercise capacity was getting worse and experienced pacing inhibition. The device was also unable to be interrogated. When the patient checked in with the hospital, the device was found in safety mode. Subsequently, the device was replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode a few days before the explant procedure was scheduled. Reportedly, the patient noticed their exercise capacity was getting worse and experienced pacing inhibition. The device was also unable to be interrogated. When the patient checked in with the hospital, the device was found in safety mode. Subsequently, the device was replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.